Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the explanted device was discarded by the hospital. It was stated that the ipg was not at end of life, but had diminished capacity from normal use and the charging burden was greater. No further complications were reported or anticipated.

Manufacturer narrative:
It was previously reported that the information received on 2020-04-16 was from a consumer. This was incorrect. The information received on this date came from a manufacturer representative. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient had her implantable neurostimulator replaced because her legs started dragging and she had bad pain. This started around (B)(6) or (B)(6) 2019. Since her implantable neurostimulator replacement, she has not had pain. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) clarifying the report that the patient¿s ins was replaced on (B)(6) 2020, as it had poor charge retention. It was also noted that prior to the ins being replaced the ins was at end of life (eol) and was about 5 years old. It was indicated that there was no objective motor weakness observed on clinical exam and no imaging was warranted to address the patient¿s legs dragging and their sudden pain. It was reported that the patient exhibits ¿catastrophization¿, which may have caused/contributed to their legs dragging and sudden pain. The hcp indicated that it was their impression that the increased pain was due to limited charge capacity, resulting in perceived, not objective leg weakness. The patient weighed 195 pounds at the time of the event. No further complications were reported/anticipated.